Event description:
Caller tested 4.5 inr on the coaguchek xs system while a comparison lab returned as 3.2 inr. Patient's coumadin was held for 2 days. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.